Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a customer observed a blood glucose of 202 mg/dl after eating without making a meal announcement while using the ilet system, and sought guidance on whether to change the infusion site; troubleshooting and education were provided regarding missed meal announcements and monitoring. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no ketone testing, no back-up therapy, and self-monitoring until glucose returned toward target. Investigation included customer interview and case review. Investigation of this case revealed that the elevated glucose was attributable to a missed meal announcement, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that user-related missed meal announcement was the cause.